Event description:
It was reported that during a follow up in clinic, loss of capture and loss of sensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.